Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. A downstream occlusion sensor issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a display issue. During physical inspection, it was found that there was a downstream occlusion sensor issue. There was unknown patient involvement, no patient injury was reported.